Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("essure micro-inserts had migrated") and pregnancy with contraceptive device ("approximately six to eight weeks pregnant") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menorrhagia ("heavy bleeding during menstruation"), abdominal pain lower ("cramping when not menstruating"), dyspareunia ("pain during intercourse"), abdominal distension ("bloating") and dysmenorrhoea ("severe pain during menstruation"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, menorrhagia, abdominal pain lower, dyspareunia, abdominal distension and dysmenorrhoea had not resolved and the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2012. The reporter considered abdominal distension, abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: in (B)(6) 2012, patient underwent a bilateral tubal ligation, during which both of her fallopian tubes were tied to prevent future pregnancies. She has not yet been able to undergo surgery to remove still suffers to this day from the above symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: full occlusion of fallopian tubes ultrasound scan - in (B)(6) 2012: approximately six to eight weeks pregnant. On an unknown date: one of the essure micro-inserts had migrated in (B)(6) 2012- physician advised that her recent lab work indicated that she was pregnant. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.